Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-jun-2021, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at 60 mcg/day via an implantable infusion pump for spasticity. It was reported that the patient had a c erebrospinal fluid leak at the spinal incision that was tracking to the pump pocket. Surgical exploration was done and the decision was made to explant the pump and catheter. The issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were reported.